Manufacturer narrative:
(B)(4).

Event description:
It was reported a new pacemaker was found to be in backup mode. The device was still in packaging and was returned to the manufacturer.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of the device image indicated that transient nmi had occurred and caused the device to revert to backup operation. The device was tested on the bench and no anomalies were found. The cause of the transient nmi could not be determined.